Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer called technical support (ts) and reported that the device had a battery fault, and that the battery could not be charged. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended on-site diagnostic steps and suggested the customer check the battery and charging circuit, confirm the operating specifications. Recommended the part number for a battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the product support engineer (pse) replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.